Event description:
A 3.5 mm diameter x 30 mm length driver rx coronary stent system was inserted into a patient for the treatment of a lad lesion. The lesion morphology is reported to be severe calcification and 90% stenosis. It was reported that the patient was treated for an acute mi. Since the patient was having chest pain, the physician performed the study, and he felt that some of the stent struts had been fractured. The physician then used a sprinter that was inflated at the lesion site and he performed another study. Another manufacturer's stent was deployed inside of the driver rx. No clinical sequelae were reported and the patient is reported to be stable. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.